Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and separation of the inner and outer member was confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot, a chemical analysis was conducted along with an expanded related record review and investigation. A product issue potentially related to difficulty removing the sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during unpacking the shaft of the nc trek snapped upon removing from the plastic tube. The item was removed from the table and the ic used another nc trek same size without any problems. There was no risk to the patient as the faulty balloon was not inserted and used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.